Manufacturer narrative:
The ventilator was returned to the MFR for eval. The ventilator was found to have an occluded air inlet filter (dirt and dust) which restricted the flow of air through the device. The air inlet filter was replaced and the ventilator passed all tests and operated as designed.

Event description:
The MFR received info alleging a ventilator was not delivering flow and the patient's blood oxygen level dropped to 50%. The patient was placed on another device without further incident. There was no serious harm or injury reported.